Event description:
It was reported that during a da vinci surgical procedure, the monopolar curved scissors instrument broke. Intuitive surgical, inc. Followed up with customer to obtain additional information and received a reply back on (B)(4) 2014 that the orange part of the instrument broke. Nothing fell into the patient and there was no patient injury.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found broken tube extension and missing a .265 x .288 piece at the proximal clevis interface. The clevis was dislodged from tube extension. The tube extension fractured next to one of the key that mates with the proximal clevis. Failure analysis concluded that the breakage was likely due to mishandling. Failure analysis also found tube extension pad printing removed around the same area as the tube extension break. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the pad printing removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.